Event description:
A complaint was received that indicated a customer was receiving erratic results when using the dex blood glucose system. The complainant stated that the complainant received readings of 41 mg/dl, 34mg/dl and 341 mg/dl within a short period. When the complaint received 41 mg/dl readings the complainant ate sugar and went to a hospital. At the hospital a blood sugar measurement was conducted and a result was 512mg/dl (method unk). While on the phone system performance was reviewed. Electronic checks were satisfactory. However, the customer did not have any control solution to continue the evaluation. A request was made to return the system for evaluation. In the meantime a replacement was provided.